Event description:
Additional information received reported that the patient¿s pump was still alarming due to the motor stall. Per the clinic it was a known issue with this patient and they were wanting to replace the patient¿s pump but she was covid positive and was ¿not in great shape¿. The patient¿s replacement was on hold until the patient was more stable and not testing positive for covid.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (500mcg/ml at 131.26mcg/day) via intrathecal infusion pump for intractable spasticity. It was reported that the patient was brought in because the pump was alarming. It was noted that the patient wasn't due for a refill until 3 weeks from the report date. The pump was interrogated and service codes 99 and 100 were seen. It was reported that the pump had been stopped for about 951 hours and the logs confirmed that there had been multiple motor stalls and recoveries. The first stall occurred on (B)(6) 2020 and recovered on (B)(6) 2020. It was reported that the average stall times were around 4 days or so. The last stall occurred on (B)(6) 2020 and had not recovered. It was reported that the patient was clinically fine and had no symptoms. Environmental causes (MRI, emi, magnets) were reviewed and ruled out. No symptoms or further complications were reported.